Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: "phlebotomist have reported underfilling of citrate tube. This occurs intermittently across different l numbers .(other lot numbers unknown).

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: "phlebotomist have reported underfilling of citrate tube. This occurs intermittently across different l numbers .(other lot numbers unknown).

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: "phlebotomist have reported underfilling of citrate tube. This occurs intermittently across different l numbers .(other lot numbers unknown).

Manufacturer narrative:
The following fields were updated due to corrected information: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device catalog #:363095. D.4. Medical device lot #: 2340670. D.4. Medical device expiration date: 2023-08-31. H.4. Device manufacture date: 2022-12-06. D.4. Unique identifier (UDI) #:(B)(4). G.5. PMA / 510(k) #: k013971. D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.